Event description:
During diagnostic procedures, the physician is having an on going problem with removal difficulties. There is a ridge approx two inches down from the curl of the pig. While attempting to cross over the valve, the pig bends causing removal difficulties. No pt injuries or complications have been reported.